Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 95", "defib fault 72", "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.